Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. Bwi conducted a visual inspection and functional test of the vizigo¿ sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on the device. Per the event, flow and pressure tests were performed, and no issues were observed. Values were observed within specifications. A device history record review was performed for the finished device 00001934 number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the sheath was leaking. It was reported that the vizigo¿ sheath (medium curve) was leaking back fluid (blood backflow). They replaced the vizigo sheath (medium curve) with an agilis sheath and the procedure continued. No adverse patient consequence was reported. There did not appear to be any damage on sheath/catheter. There was no occlusion when irrigating the sheath. The sheath did not appear to be narrowed, partially blocked or completely blocked. The dilator was still able to be moved through the sheath. The catheter was not stuck in the sheath. The hemostatic valve was potentially broken as there was blood backflow. The reporter can¿t say for certain if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 10cc.